Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent pump shutdowns occurred. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer connected the pump to a power source to charge and the pump turned on. Customer reverted to manual injections for continued insulin therapy.